Event description:
It was reported to boston scientific via an article form the meeting abstract from the 111th annual meeting of the japanese urological association, that a study was conducted on (B)(4) patients with a median age of 74 years, and that were treated with water vapor therapy between (B)(6) 2023. Also, the patients presented a median prostate volume of 60cc, urinary retention rate of (B)(4), and (B)(4) of patients were taking antiplatelets. Also, the patients selected were high risk of postoperative delirium due to advanced age or dementia, or inability to undergo with other benign prostate hyperplasia (bph) treatment due to antiplatelet medications. Within all the cases, it was noticed that the median operative time was 13 minutes, and the postoperative urinary retention release rate was (B)(4). Among the cases treated, there were two cases of postoperative febrile urinary tract infection (futi), and due to that it was added as part of the preparation routine, a preoperative bladder lavage or catheterization and an extended the prescription of antibiotics. Additionally, there was a case of postoperative bladder neck sclerosis requiring a transurethral resection of the prostate (turp) procedure and a case of postoperative adhesion of both lobes. Finally, it was determinate that water vapor therapy can be performed on patients that were taking antiplatelets medication and the postoperative delirium was reduced on patients, as it is a less invasive and shorter hospital stay treatment for bph. However, the water vapor therapy required a preoperative and intraoperative management to prevent futi, since it does not provide an adequate intraoperative drainage to the patients.

Manufacturer narrative:
B3. Date of event, the exact date of the event is unknown, estimated. With all the available information, boston scientific concludes that reported complaint could not be confirmed, due to the device did not return. There was no device available for analysis and there was no report of a device performance allegation during treatment. The patient symptoms of infection, tissue damage, urinary retention, urethral stenosis are a known inherent risk of device use as stated in the instructions for use. Based on all the information available, known inherent risk of device was the conclusion code assigned to this investigation.

Manufacturer narrative:
B3. Date of event, the exact date of the event is unknown, estimated.

Event description:
It was reported to boston scientific via an article form the meeting abstract from the 111th annual meeting of the japanese urological association, that a study was conducted on 17 patients with a median age of 74 years, and that were treated with water vapor therapy between july 2023 to september 2023. Also, the patients presented a median prostate volume of 60cc, urinary retention rate of 53.3%, and 20% of patients were taking antiplatelets. Also, the patients selected were high risk of postoperative delirium due to advanced age or dementia, or inability to undergo with other benign prostate hyperplasia (bph) treatment due to antiplatelet medications. Within all the cases, it was noticed that the median operative time was 13 minutes, and the postoperative urinary retention release rate was 83%. Among the cases treated, there were two cases of postoperative febrile urinary tract infection (futi), and due to that it was added as part of the preparation routine, a preoperative bladder lavage or catheterization and an extended the prescription of antibiotics. Additionally, there was a case of postoperative bladder neck sclerosis requiring a transurethral resection of the prostate (turp) procedure and a case of postoperative adhesion of both lobes. Finally, it was determinate that water vapor therapy can be performed on patients that were taking antiplatelets medication and the postoperative delirium was reduced on patients, as it is a less invasive and shorter hospital stay treatment for bph. However, the water vapor therapy required a preoperative and intraoperative management to prevent futi, since it does not provide an adequate intraoperative drainage to the patients.